Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they saw a "call your doctor" screen with an unknown error code on their recharger the past few weeks. They felt like their head was out of control for past two weeks. They had been shaking constantly and felt like therapy was not working for their symptoms during this time frame. The patient stated it has been bad the past couple of weeks and knew it was the disease that was causing it. The patient had an appointment with their physician the day prior to this report, but did not mention how she was feeling with therapy. A healthcare professional (hcp) later reported that the patient had a sudden change in symptoms the day before this report: increased dystonic reaction, headache, pain, and difficulty swallowing. The patient was ¿a mess and everywhere is hurting.¿ the amplitude was lowered and it was noted that the patient started feeling better. There was reportedly no change in patient¿s medication. The patient was implanted for dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the call your doctor screen the patient was seeing was an elective replacement indicator (eri). Technical services reviewed what the message meant and the patient stated their ins wears out normally but quickly due to their settings being really high. The patient expressed concern stating they could not handle their current symptoms for a year. They stated that their implant isn¿t working and changing setting won¿t help, as they have changed the settings all the time. The patient reiterated that they are shaking, there was a return of symptoms, and their whole body is out of control. Technical services reviewed that they can assist the patient in increasing settings if they would like. The patient then increased stimulation from 4.5v to 4.6 on one side, and then increased it to 4.6v on the other. It was reported that the patient¿s neck was feeling better. Technical services told the patient they can try increasing by .1v more, but the patient said that is too high and was concerned about frying her brain because their setting are already so high. The patient called in again on (B)(6) 2017 stating that their shakes have been getting worse and worse, and their healthcare provider (hcp) was not addressing their concerns. The patient stated they were ¿in that traumatic state¿, ¿where I can hardly breath, I am moving worse than ever and nothing can stop me¿. It was confirmed that stimulation was on. There were emts with the patient a few days prior when they were out of breath, out of it, crying uncontrollably and in a lot of stress. The patient stated they couldn¿t quite remember if the emts called the manufacturer. The patient refused to go with the emt to the hospital at that time. It was reiterated that the patient is ¿still out of whack¿ and they again expressed concern with increasing their stimulation saying that technical services was going to fry her brain if she kept going up. The patient refused direction on how to bypass the eri screen. The main reason for the call at that time was that the p patient wanted to be out of pain, stating that the disease is very painful. The pain is in the patient¿s neck and back. To help with the symptoms the patient has been receiving botox injections. Additional information was received from a friend or family member of the patient on 2017-07-31. It was stated that the patient was in the hospital, as their symptoms have gotten worse over the weekend. The patient was experiencing trembling, stammering speech and shortness of breath. The patient had surgery to replace the ins due to longevity.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating they were in great pain, it was getting worse, and that their device was siting above the cavity. The health care professional (hcp) told the patient that they had full body dystonia now. Patient stated that the pain was coming all the way down and patient was unstable. Patient wakes up at night with bad cramps in legs, arms and hands. Patient stated full body dystonia pain was not happening before. Patient stated that they could not stop their head from shaking and spinning causing pain down the patient's spine. Patient talked to the hcp about the above issue but hcp did not know. Patient noted that the hcp stated that they will look into seeing if the device can help with the full body dystonia, but then the hcp did not check. The hcp noted that they did not have a manufacturer's representative (rep) to help check the ins to see what can be done to assist with patient's symptoms. Patient synced with the patient programmer (pp) and stimulation was on. Patient stated that had a problem with the pp antenna, and patient was not willing to troubleshoot with the pp antenna because patient had already tried using the pp antenna the morning of the report. Patient was asked to try connecting without the antenna, and they stated that patient had to turn their head to see the pp screen. Patient was able to successfully connect to pp without pp antenna. Patient stated seeing on/ok, but further mentioned that the ins battery must not be charged because patient thinks they needed to charge the ins. It was reviewed for the patient that the ins battery was charged if they see on and ok, and that the device was currently on and functioning. Patient was redirected to the hcp to discuss symptoms and settings. No further patient complications were reported/ anticipated as a result of this event.